Event description:
It was reported that a patient experienced fatigue failure of distal screws, identified through a post-market clinical follow-up database. The event was assessed as related to the device and not related to the procedure or instrumentation. The patient did not require treatment and the event resolved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.